Event description:
Medwatch rec'd stating "IV catheter extension set found broken in pt's bed". No pt injury reported. Further clarification states that tubing was actually "cut in half" not at a junction.